Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device failed to discharge. There was no patient involvement.

Manufacturer narrative:
Upon further discussing the issue with the customer, philips determined there was no device malfunction but the users did not know how to properly use the device. Philips instructed the users on how to properly use the device.